Event description:
It was reported through the litigation process that sometime post a port placement, the patient reportedly experienced infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port placement in left subclavian vein under fluoroscopic guidance for chemotherapy treatment for uterine cancer. Through the left subclavian vein, a wire was placed over the needle and use of fluoroscopic guidance. Then created a subcutaneous pocket adjacent to the wire with the use of blade and use of electrocautery. The catheter was introduced in the superior vena cava and repositioned so that the tip would lie at the atrio-caval junction and trimmed the catheter to the appropriate length. Attached the catheter to the subcutaneous port and the port was secured to the pectoralis fascia. Flushed the port with the use of heparinized saline with excellent backflow and flushing. The port was checked with the use of fluoroscopy and confirmed that in excellent position. There was no kinking of catheter along its full length and the tip of the catheter was at the atrio-caval junction. After two months twelve days later patient presented to the emergency department with the complaints of fever and cough that began last night. Patient states that she has had drainage from the port over the last several weeks, states that her last chemo treatment was thursday, and they did not use her port secondary to concern for infection. Patient was diagnosed with infected venous access port. Patient developed sepsis and treated with intravenous antibiotics and resolved. Then two days after patient underwent removal of infected power port. An elliptical incision was made to include the scar and central eschar that formed. Dissection was carried down and entered the capsule surrounding the port and cultures were obtained. The port and enveloping capsule were excised. Patient tolerated the procedure well. Therefore, it can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2024), g2, g3, h6 (patient, method). H11: b2, b5, d4 (medical device lot number), h6 (result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement via the left subclavian vein, the patient reportedly experienced infection related to the port. It was further reported that patient allegedly developed sepsis due to the port infection. Reportedly, the patient was treated with intravenous antibiotics and the infected port was removed. The current status of the patient is unknown.